Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, inadequate bone quality/quantity, mobility. Bone too soft. (B)(6) are the same patient.